Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a polarity switch due to low impedance levels on the right atrial (ra) lead. It was further reported that there was over-sensing, which was falling into the blanking and refractory period. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.